Event description:
During a follow-up in clinic, an increase in capture threshold and low sensing were observed on the right ventricle (rv) lead. Diagnostic imaging was performed and confirmed micro-dislodgment of the lead. During a revision procedure, the rv lead capped and replaced to resolve event. The patient was stable.